Event description:
The generator did not work; there was intermittent power from the foot pedal when activated by the surgeons foot. It was the first use of the unit. The case resumed; the doctor had a bovie on hand. The representative only had time to check the connections of the system and move the settings up and down.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) /2012. Evaluation: the pulsar generator was received in fair condition. The unit delivered rf energy correctly into the fixed resistors. It also delivered energy across all modes and power levels into saline media which was performed using a split-pad return with no alarms or intermittent power delivery. The rf power output was reliable and within specifications, the complaint could not be confirmed. See per for details. The unit passed final testing and recertified for use. End of report.